Event description:
It was reported that (2) devices were used during an unknown procedure. It was reported by the affiliate that both of the mcs20 devices' clips would not feed. Another instrument was used to complete the case. There was no consequence to the patient.